Event description:
The provider states the crossbrace is broken. He states the chair was on a demo and the person was sitting in the chair when the issue was discovered.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.